Event description:
Per the clinic, an MRI (1.5 tesla) was performed on the patient on (B)(6), 2011, subsequent to sustaining an impact to the implant site. The MRI was discontinued due to patient reports of pain. An x-ray performed on (B)(6), 2011 revealed a dislodged magnet. Revision surgery to replace the magnet was performed on (B)(6), 2011. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.